Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on the mayfield infinity skull clamp (a1114) failed because it does not guarantee the top securing the head. When assembly of the head was made locking the upper system with the closed padlock and the mechanism was turned, it only slides and makes the system unlocked. Additional information received indicates that the patient had a small laceration to the temporal region of the skull which was cleansed and healed with vaseline gauze, satisfactorily resolving the injury without complications. No surgical delay was reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Mayfield infinity skull clamp (a1114) was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.